Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The emergency room doctor reported via phone call that the customer was hospitalized due to high blood glucose and possible diabetic ketoacidosis. The customer's blood glucose was 580 mg/dl and ranged between 400 to 700 mg/dl during the high blood glucose event. The customer stated that she was not wearing the insulin pump at the time of hospitalization. She stated that the insulin pump had stopped working and had alarmed no delivery on the same day as the event, leading her to disconnect from the device. She stated that the insulin pump had stopped working about 2 weeks prior as early was 5/5/15. The customer reported that the alarms were resolved by complete set changes, and she declined to return the infusion set and reservoir for analysis. Her blood glucose was over 400 mg/dl at the time of the alarm. The customer declined to finish the troubleshoot procedure, stating that she was still in the emergency room and would call back to troubleshoot when she felt better at a later time.